Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca modules displayed the message "unknown syringe" installed when bd 30ml syringe was loaded into the pump. There was no patient involvement as this issue occurred during an onsite staff training by bd associate.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of the syringe not recognized was confirmed. Syringe detection testing was performed for all suspect pca modules and the reported event mentioned by the facility was able to be replicated. A calibration test was performed for pca modules through alaris¿ system maintenance (asm) so that the syringes could be properly detected on the device. All suspect pca modules post calibration passed all pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Syringe recognition tests were performed on all suspect pca modules to see if the issue of syringe detection failure mentioned by the facility no longer persisted, resulting in the recognition of the installed syringes. An internal and external inspection was performed for all suspect pca modules, and no issues were found that could have contributed to the reported. There was no patient involved; therefore, a review of device logs is not necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of syringe not recognized could not be definitively determined, however, device testing replicated a similar event of not recognizing the bd 30 ml syringe with the issue corrected with recalibration of the pca modules.

Event description:
It was reported that the pca modules displayed the message "unknown syringe" installed when bd 30ml syringe was loaded into the pump. There was no patient involvement as this issue occurred during an onsite staff training by bd associate.